Event description:
A report was received per social media that the patient was experiencing a shocking sensation and pain in the upper spine where the leads were located. The patient underwent an explant procedure.